Event description:
Reporter indicated that vns patient has experienced an increase in seizures. The patient has reportedly never received efficacy from the vns therapy. Additionally, the patient has c3, c4, c5 and c6 herniated disks and feels as though the pain in their neck that patient was having with these herniated disks has worsened since vns implant. It was reported that pre-vns, physical therapy would help the pain and that since implant, the patient has had to begin taking extended release morphine and norflex. The pain is continuous and does not coincide with stimulation. Temporarily discontinuing stimulation with the magnet had no effect on the pain. The pain is described as "hot searing pain from the neck down to left arm." Investigation to date has been unable to determine whether the seizure increase is above pre-vns baseline frequency.